Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for elecsys myoglobin (myo) on a cobas e 801 analytical unit. Patient 1 initial result was 21.0 ng/ml with a data flag. The repeat result from an e411 analyzer was 76.68 ng/ml. Patient 2 initial result was 21.0 ng/ml with a data flag. The repeat result from an e411 analyzer was 53.72 ng/ml. Patient 3 initial result was 21.0 ng/ml with a data flag. The repeat result from an e411 analyzer was 1260 ng/ml. The repeat result from the e801 analyzer was 1168 ng/ml. The initial results did not correspond to the patient¿s clinical condition. The repeat results were believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
No issues were observed with the calibration and qc data. The field service engineer (fse) found the software feature of the instrument that triggers specific alarms had been turned off. The investigation did not identify a product problem.